Event description:
The lay user/patient contacted lifescan in 2008 and alleged that he had a meter causing issue with his one touch ultra2 meter. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that on six days earlier at 3:00 pm, he was run off the road and the car ran over the equipment, cracking the meter casing. He also reported that he felt weak and had blurry eyes after the issue began. It is unk if the pt could receive any readings on the meter due to the reported issue. However, he reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The pt was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. Based on the info provided, there was trauma to the meter. This complaint is being reported because the pt alleged that he experienced symptoms suggestive of hyperglycemia after the reported issue began. There was trauma to the meter. The pt did not receive any medical attention. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.